Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced headaches and vomiting. The physician notes show the patient had a history of the symptoms that started prior to the implant. Nevro attempted to obtain a medical assessment regarding the nature of the incident but was unsuccessful. The last time the physician had met with the patient they were doing very well with the device. The device has now been removed and there have been no reports of further complications regarding this event.